Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record will not be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a pe075f5 was unable to pace after placement. The device was for a tavr procedure. When the catheter was replaced, the problem was solved. It is unknown if the patient had a cardiac conduction defect. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
A product evaluation was completed on the returned bipolar pacing catheter. The reported event of pacing issue was confirmed. Continuity testing found that a short condition occurred between the proximal and distal circuits in the y-adaptor. No open or short condition was observed in the leadwires between distal side of y-adaptor and the electrodes. No visible damage was observed from catheter body, balloon, and windings. The balloon inflated clear and concentric and remained inflated for 5min. Without leakage. Lot number was found with returned product. It was previously reported that the lot number was unknown. Lot number is 65402294. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the investigation and the information available, there is no evidence that indicates deficiencies on the work order documentation or that the manufacturing procedures were not followed by the manufacturing personnel. A manufacturing defect was not able to be confirmed; therefore, a root cause could not be established. The electrical continuity test was correctly documented and that 100% of the units go through the electrical inspection. In addition, an additional inspection was performed after the electrical continuity test. Prior packaging process, quality inspectors performed electrical continuity inspection where no deficiencies were found. A device history record review was completed and documented that device met all specifications upon distribution.